Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 - 51 mg/dl. The customer consumed carbohydrates to address bg level. System check with tandem technical support confirmed the pump was functioning as intended.